Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump will not stop alarming low battery and low reservoir. Troubleshooting was not performed and the insulin pump is returning. The blood sugar is unknown,

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low reservoir alert functioning properly during testing. No unexpected low reservoir alarm noted during testing using a water fill test reservoir. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.